Event description:
Dexcom g6 sensor inaccuracy: 8:15am g6 reading 128, finger stick reading is 105. That is an ard of 21.9%. Dexcom does not follow up on product report requests and instead lies/immediately closes them. Dexcom refuses to replace faulty sensors which do not last the full 10 days.